Event description:
It was reported that during use on a patient no blood pressure waveform was present on a cardiosave intra-aortic balloon pump (iabp) using a fiber optic balloon. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: a2, a4, b4, g4, g7, h2, h10, h11. Corrected fields: a3.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the fiber optic cable extension and monitor cable p-clip. The stm then performed all calibration, functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient no blood pressure waveform was present on a cardiosave intra-aortic balloon pump (iabp) using a fiber optic balloon. There was no harm or injury to patient and no adverse event was reported.